Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals the device was outside of original packaging. The blue split cannula is attached to the device. A visual inspection revealed the device was returned outside of original packaging. The device was fully actuated. No anchors or suture with the device. The needle has been bent more than the manufacturer intended. A functional evaluation revealed the device actuator functions as intended. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair, when firing the fastfix, t1 and t2 deployed simultaneously. T1 was removed from inside the patient. The procedure was completed with a backup device with no patient injury. A delay equal to or less than 30 minutes was reported.